Event description:
Long interventional radiology procedure caused extended fluoroscopy and accumulated radiation exposure to pt skin. Skin dosage estimates at 14.2 gy. Complex surgery where pt was not a candidate for open surgery caused procedure under fluoroscopy to be continued despite the exposure. C-arm reading was at 28,400 mgy and fluoroscopy time was 316.2 minutes. Evaluated the machine in operating room (B)(6) on friday, nov 19 to determine whether the reported output had a consistent relationship to the measured output. We used a radcal probe on top of the table with a head phantom (6" plexiglass plus 3 mm aluminum) between the probe and the image intensifier (i.I.). We had originally set the sid (source-to-image-distance) at 120 cm, but tech told us that dr is mindful of radiation safety and that the i.I. Would not have been that far from the pt. We adjusted the i.I. To an sid of 104 cm. We also used a magnification of 22, based on the images from the procedure. We then proceeded to make a number of fluoro runs and recorded the measured cumulative dose and the reported cumulative dose at the end of each. Even with a few cine runs at the end of the experiment, the ratio was consistently around 2, meaning that the recorded dose for the machine was about double what we actually measured. The recorded dose at the end of the procedure in question was 28,400 mgy. Assuming the ratio that we estimated held true, that would mean an actual output of roughly 14.2 gy. Owing to the uncertainty of measurement as well as the variation over the irradiated skin area, this may have been >15 gy. Dose or amount: 14.2 gy, route: fluoroscopy. Diagnosis or reason for use: aaa surgery.